Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "very hard", "pain" and "capsular contracture". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d2a, d2b, d4, d6a, h4.

Event description:
Healthcare professional reported right side "very hard", "benign simple cysts", "pain" and "capsular contracture baker grade iii". The device remains implanted.